Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of 17eb8650 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient that he has a PICC that won't flush. The patient's fiancé stated that the PICC was placed on (B)(6) 2017. The nurse showed the fiancé how to flush the PICC and in the hospital the purple lumen would not flush, they stated that the IV team fixed it before he was discharged. They also stated that while in the hospital the red lumen wouldn't flush. When he was discharged and got home, the purple lumen would not flush. They stated that the home health nurse showed the fiancé how to use either side of the PICC. He stated that the home health nurse was coming back tomorrow. The patient was transferred to (B)(6) for additional questions he had.